Event description:
Patient reported to have undergone left total knee arthroplasty on (B)(6) 2012. Patient alleges that the implant started clicking, popping, and making noise approximately three months after implantation. The patient further alleges loosening, instability, swelling, and pain. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening, migration, or fracture of the implants¿ and ¿postoperative pain.¿